Event description:
It was reported that patient underwent a procedure utilizing the dual offset broach handle. During the procedure, the broach handle fractured in half. There was no significant delay to procedure or injury to the patient reported.

Manufacturer narrative:
Date of event - unknown. Approximate age of device - unknown. Evaluation of the returned device found that it fractured in a brittle manner due to bending overload.